Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore this report complete to the best of our knowledge.

Event description:
It was reported that the customer had severe hypoglycemic event where 530 g insulin pump was damaged. Customer stated that his 523 insulin pump did not warn him of low blood glucose. The blood glucose level was not included in the report. Nothing further was reported.